Manufacturer narrative:
One (1) uniplate cam tightener tri-lobe shaft [product code: 2897-06-000, lot no: g1210] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device for evaluation. The fracture analysis suggests the driver underwent a quasi-static shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the cam tightener distal tip becoming broken cannot be positively determined. However, the fracture analysis suggests the driver underwent a quasi-static shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acdf cervical fusion: the tip of the cam locking driver from the uni plate set, broke off as the surgeon (B)(6) was using it. He concedes that he had not placed the screw through the plate at the correct angle and with the forced used, the breakage occurred. Ps advises surgeon has had this happen before, even though he has had training. Piece retrieved from patient. No delay. No ae to patient.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.